Manufacturer narrative:
The technician replaced the four casters to repair the bed.

Event description:
Information received indicates the brake/steer pedal is hard to activate in either mode. The casters continue to ratchet from side to side when in brake.